Manufacturer narrative:
A heal collar 3.5x4.5, 3mm (hc343), unk zd implant and an unk screw were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was used for approximately 8 months. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc343) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction and the reported events could not be verified since the product was not returned and no pictorial evidence was provided.

Event description:
There is no update to the original event description that was provided.

Manufacturer narrative:
(B)(4). Patient's weight is unknown. Lot number was not provided. Device manufacture date is unknown.

Event description:
It was reported that the stem of the healing collar fractured inside the implant at tooth #10. Patient will return for a removal and replacement of the healing collar or implant removal if the healing collar cannot successfully be removed.